Event description:
Consumer reports erratic readings. Analysis run on clark error grid using competitive reading (157) as ref. Points vs. Bd readings (26) yielded data points in c range of the grid, outside acceptable limits.